Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance. CAPA # (B)(4).

Event description:
It was reported that needle 26x3/8 ib had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: it is reported customer experienced fill resistance. (B)(4) ¿ caller reported that when attempted to pull air out of the needle it would not allow him to pull back on the needle ¿ number of occurrences - 2 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ was the syringe/needle reused? - no customer was not home and needed troubleshooting done tomorrow on (B)(6) 2021. Cts to follow up with customer on (B)(6). Created at (B)(6) 2021 2:00:46 pm subject: cts note cts followed up with customer for fill resistance/ needle issue that started around (B)(6) 2021 (date is approximate, customer was not sure of exact date this first happened) (also see (B)(4)) customer reported the issue happened again, yesterday on (B)(6) 2021. Customer wanted to know why fill resistance happens when he tries to fill the cartridge with insulin, after the air removal step. Cts explained that sometimes a small piece of the white cartridge septum material can cause a blockage in the needle, causing resistance when trying to fill the cartridge with insulin. Customer understood and acknowledged. Needle lot # - unavailable customer's bg at time of event on (B)(6) 2021 - specific value is unknown but bg remained between 54-500mg/dl (3.0-27.7 mmol/l), no further bg questions required. Customer's bg at time of event for (B)(6) 2021- 132 mg/dl ; between 54-500 mg/dl, no further bg questions required. Does insulin come out of the existing needle? ¿ n/a, issue happened in the past. Customer had already changed needle at time of call. Was caller able to fill the existing cartridge with the second needle? ¿ yes. Resolution ¿ caller successfully loaded existing cartridge with second needle. Cts to send goodwill order of cartridges to replace needle. Is product available for return to bd? ¿ no (B)(4) ¿ caller reported fill resistance issue. ¿ number of occurrences - 2 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - yes ¿ was the syringe/needle reused? - no ¿ was the cartridge reused/refilled? - no customer was not home and needed troubleshooting done tomorrow on (B)(6) 2021. Cts to follow up with customer on (B)(6). Created at (B)(6) 2021 2:00:46 pm subject: cts note cts followed up with customer for fill resistance/ needle issue that started around (B)(6) 2021 (date is approximate, customer was not sure of exact date this first happened)(also see (B)(4)) customer reported the issue happened again, yesterday on (B)(6) 2021. Customer wanted to know why fill resistance happens when he tries to fill the cartridge with insulin, after the air removal step. Cts explained that sometimes a small piece of the white cartridge septum material can cause a blockage in the needle, causing resistance when trying to fill the cartridge with insulin. Customer understood and acknowledged. Needle lot # - unavailable customer's bg at time of event on (B)(6) 2021 - specific value is unknown but bg remained between 54-500mg/dl (3.0-27.7 mmol/l), no further bg questions required. Customer's bg at time of event for (B)(6) 2021- 132 mg/dl ; between 54-500 mg/dl, no further bg questions required. Does insulin come out of the existing needle? ¿ n/a, issue happened in the past. Customer had already changed needle at time of call. Was caller able to fill the existing cartridge with the second needle? ¿ yes. Resolution ¿ caller successfully loaded existing cartridge with second needle. Cts to send goodwill order of cartridges to replace needle. Is product available for return to bd? ¿ no